Event description:
The facility reported that a system message displayed during set up. One pt was prepped. The surgeon decided to cancel all three cases. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The washers were replaced to repair the system. The system was tested and met all product specifications.